Event description:
Boston scientific received information that exhibited low pacing impedance measurements along with noise. The pacing impedance measurements later went out of range. An invasive procedure was performed and this lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned and is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.